Manufacturer narrative:
Batch review performed on 16 april 2019: lot 175430: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-23. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
About 16 days after primary the surgeon revised the patient for hip infection. Ceramic head swapped successfully.